Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer has observed leakage between headset and needle. Customer is confident that it is a production error as it occurred twice from the same package. Customer says that teflon cannula was torn apart/ had a hole in the end of the cannula. Customer states that this caused a leakage.